Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The technician was instructed to replace the ccm board, however a new ccm board did not solve the problem. A direct observation of the batteries found that when the unit was unplugged the batteries dropped from 25 volts to less than 19 volts very rapidly. The batteries were replaced. (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) hospital, during preventive maintenance for a lpc 20-120 2-pumps console, hl-20 left oriented control (article number: 70102.8582, serial number: (B)(4)) the unit would not run on battery power. (B)(4).